Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient's pump was scheduled to go empty on (B)(6) 2019, but the patient had "programmed the pump a certain wait to reservoir the reservoir." The patient was unable to get a refill where she was at the time of the report. Therapy was not intentionally discontinued. It was confirmed by her managing physician that the pump had gone empty. The patient was going to have her pump refilled on (B)(6) 2019. No patient symptoms were reported. The patient's weight was provided. No further complications were reported.